Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 444 mg/dl at the time of incident and other blood glucose value was 345 mg/dl. Customer reported that they received motor error alarm. Customer reported the drive support cap was normal. Customer did not received motor position encoder alarm. Customer stated the insulin pump was not exposed to a high magnetic field. Customer was able to complete rewind the insulin pump. Customer reported that the infusion set had bent cannula. The insulin pump will be returned for analysis.